Event description:
It was reported that the patient presented in-clinic for follow-up. Poor sensing was noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.